Manufacturer narrative:
Visual inspection was performed on a picture received and one product returned. The complainant returned units were visually inspected. The sample has a flash in the square arch of the housing; thus, the failure mode reported is confirmed. The molding tool was repaired, and a picture of the defect was added for operators to be aware of and inspect for the condition. A device history review was conducted which indicated all inspections were completed and root cause analysis was conducted by supplier.

Event description:
It was reported that there was difficulty in inserting cassettes onto pump tried several pumps without success. No patient injury was reported.

Manufacturer narrative:
While performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-08134 is no longer considered reportable, please disregard any MDR reports associated with it.